Event description:
It was reported that an angiograph revealed close to 70% stenosis of the mid lad, with a mild staining of thrombus. It was reported that the physician direct stented a 3.0mm diameter x 15mm length resolute integrity rapid exchange (rx) drug eluting stent to treat the lesion. After deployment, it was reported that the struts of the stent had not fully opened in the mid to distal part of the stent. A balloon was used to post dilate the stent from 12, to 16, to 20 atms, however the struts did not appose. The patient developed severe chest pain and a perforation is reported to have occurred. The patient was later stabilized. The lab was equipped with a stent boost and an image revealed that the struts had given way from mid to distal and induced the perforation. It was reported that the mid to distal section of the stent looked like a bean shaped bulge. No other clinical sequelae were reported. Cine image review: the images confirm that a portion in the middle of the stent did not expand concentrically within the lesion, giving the appearance of stent malposition. Even after post dilatation activities the stent profile mid stent did not expand concentrically. The perforation of the vessel was also confirmed from the images provided.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (perforation, rupture, or dissection), patient condition affected effectiveness of the device (patient lesion morphology lesion morphology impacted on the stent expansion difficulties), failure to follow instructions (failure to pre-dilate the lesion, and over expansion of stent with nc balloon). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology lesion morphology impacted on the stent expansion difficulties), operational context contributed to event FDA. (B)(4).